Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the reported event of peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in pd patients.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a patient line is blocked message during drain 2 of 4 within the last hour of treatment. The patient has been hospitalized for peritonitis and was experiencing fibrin. Technical support explained that fibrin could prevent draining. Additional information was requested, however it was not available. The cause of the peritonitis cannot be determined with the information available.